Event description:
It was reported that during an artificial urinary sphincter (aus) surgery, the side of the hole end of the cuff was ripping. The cuff was removed. There were no further patient complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The cuff was removed due to the patient presented recurring incontinence after aus activation six weeks after implant surgery.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Analysis found a complete tear in the buttonhole consistent with damage caused by pulling or torqueing of the material. The ams800 cuff was visually and microscopically examined and functionally tested. No leak was found. The cuff was measured, and the device size was consistent with the reported information. The device performed within product specifications. The buttonhole was stretched, twisted and completely separated. The separated ends of the backing around the buttonhole appeared to be frayed and damaged, which indicates that the separation is consistent with pulling or torqueing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that during an artificial urinary sphincter (aus) surgery, the side of the hole end of the cuff was ripping. The cuff was removed. There were no further patient complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The cuff was removed due to the patient presented recurring incontinence after aus activation six weeks after implant surgery.